Event description:
Malfunction: system shut down during a procedure; ultrasound function disabled. The customer reported that the system shut down during the fragmentation portion of the procedure. The system displayed a system message and disabled the ultrasound function. The system was restarted and the case was completed. There was no pt harm or impact. The system was used for the remainder of the day with no further issues.

Manufacturer narrative:
The company service rep examined the system and was not able to replicate the reported problem. The service rep verified the reported system message in the system event log. The system was tested and met specs. No components were replaced. The root cause of the reported event could not be determined. (B) (4). (B) (4). (B) (4).